Event description:
A patient's nurse reported blood glucose results of "229 mg/dl" with a lifescan meter and "182 mg/dl" on a laboratory device, performed within 10minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy, thereby indicating a potential malfunction of the meter in terms of accuracy. The nurse reported that patient was not being hospitalized due to diabetes. In 4/2003, patient had been having symptoms of hypoglycemia (unknown). A reading of "108 mg/dl" was obtained on the reported meter and a "76 mg/dl" was obtained on the hospital meter. The comparison between the reported meter and the hospital meter is invalid.